Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, there was difficulty connecting the handpieces, although connection was possible. The procedure was successfully completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the cpc connector and coupler are not aligned. The start button on the front panel will not operate the unit and the membrane panel is defective. The motor is noisy and the motor drive unit pcba has bent pins.